Event description:
Had my essure birth control I believe in 2012 it was fine until 5 years ago now I have heavier periods I never had before, abdominal pain on both side, fatigue. FDA safety report ID # (B)(4).